Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "battery inoperable" error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. The device was serviced by the customer before it was returned to resmed for investigation, therefore, the reported "battery inoperable" alarm was not confirmed. Based on all information available and previous investigations of similar complaints, the investigation determined that the reported "battery inoperable" error message was most likely due to an isolated component failure within the battery assembly or a software issue. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a "battery inoperable" error message. There was no patient injury reported as a result of this incident.